Event description:
It was reported that after the device had been placed, a fluoroscopic controlled procedure was performed where it was noted that the stent had broken into 2 parts. The superior part was in the pyelon (kidney). The surgeon had difficulties removing the superior part. A second device was implanted.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.